Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be replicated by analysts. The downstream occlusion sensor was found to be inoperable and the cause of the initial fault. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was loading a "set error" message while attaching a set. There were no reported adverse events.

Manufacturer narrative:
Additional information received by smiths medical on 16-apr-2021 via email that the event occurred during testing and there was no patient involvement.